Event description:
It was reported the cable is damaged at the end of the transducer strain relief. (B)(6) 2023 found during evaluation: the probes transducer has a nick on the ultrasound pad, causing a dark vertical line in the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cable damaged at the end of the transducer strain relief is confirmed. The probes cable is torn from the strain relief, exposing the wires. The root cause of the failure was identified as use-related damage. H3 other text : evaluation findings are in section h11.